Manufacturer narrative:
(B)(4). Date sent: 9/17/2021. D4: batch # u5e86j. H6: component code =g04,g06. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with one ecr60g reload loaded on the device. The reload was received unfired. In addition another ecr60b reload was received partially fired 1/16, with the pan damage and partially dislodged from left proximal side, with 3 double drivers and 1 single driver were missing. The device was tested for functionality in the straight position with returned reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device and the reload. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during endoscopic lobectomy surgery, when severing lung tissue on the first firing, after fired, noted some staples malformed . Changed another device , they all had the same issue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.